Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2022. On (B)(6) 2022 at 5:30pm, the patient's roommate came home and the patient stated they "felt funny". They treated the patient with a chocolate bar and went to the neighbor's to call 911. The patient lost consciousness and went into a ¿diabetic coma¿. The paramedics arrived at 6:00 pm, the patient regained consciousness and the paramedics took a blood glucose reading which was 2.1 mmol/l and the cgm was reading between 4.0 and 5.0 mmol/l. The patient self-treated with a small bowl of fruit loops cereal and after 20 minutes the patient recovered. There was no medication provided by the paramedics and they left at 6:30 pm. At the time of the report, the patient was doing good. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.